Event description:
It was reported that the handrims of a manual wheelchair had burs and cut the user's hands. The user received medical attention. Should additional relevant information become available, a supplemental report will be submitted.